Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported problem 'failed flow rate test low' could not be evidenced through the event history log (ehl) review, and it was not duplicated during evaluation. The device passed flow accuracy test with (0.9775, -3.2136) % accuracy error for (40ml/hr and 125ml/hr) rates within spec as it is under 5%. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed volumetric test. The test was run at 200ml/hour for 6 minutes and that was where they were stating the error was manifesting. There was no known patient injury or medical intervention associated with this event. No additional information is available.